Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom door jammed messages caused by a loose upper link screw. The link screws were replaced.

Event description:
It was reported that a spectrum pump has a constant door jammed message. It was also reported that there was no patient involvement.